Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. H6: device code 2017 - failure to follow steps/instructions. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement was attempted in an unspecified vesse using a proglide device using the pre-close technique via a 12f sheath prior to an unspecific interventional procedure. Reportedly, after proglide suture deployment, the 0.035 guide wire could not be inserted into the guide wire exit port. Inserting the proximal end of the guide wire into the guide wire exit port, the resistance was relieved. The guide wire was replaced with another stiff guide wire. The sutures of another proglide device were successfully pre-placed. The procedure was completed and the successfully preplaced sutures of two proglide devices were used to achieve hemostasis. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was returned for analysis, and visual and functional inspections were performed on the returned device. The reported difficulty of advancing the proglide device through the guide wire was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulty and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Codes: removed device code 2017.